Event description:
Reporter alleged the blood glucose test strip drum container is missing the catalog numbers for the test strips and control solutions. It was reported the container was not opened and newly purchased. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.